Manufacturer narrative:
On 5/24/2019, the mentor failure analysis lab has received the device for evaluation. On 6/12/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Concomitant products: gel mentor memorygel breast implant 800cc , catalog number 3508004bc, serial number (B)(4), lot 7672985. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 800cc and experienced infection on the left breast implant. As a result, the patient had undergone removal and replacement with a gel mentor memorygel breast implant 800cc on (B)(6) 2019.